Event description:
The customer reports a (B)(6) result generated on one patient sample with the axsym (B)(6) assay. Initially, the sample tested negative for both axsym (B)(6) and (B)(6). The sample was then tested by a non-abbott method that simultaneously tests for (B)(6) and (B)(6) and a (B)(6) result was generated. The following day the customer retested the sample on the axsym platform and generated a negative (B)(6) result but a (B)(6) (>250 au/ml) (B)(6) result. No results had been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The evaluation included the performance of clinical sensitivity testing using reagent lot 03008m600. Three panels of known concentration were tested on three axsym instruments and the grand mean concentration for each panel was within the respective acceptance ranges. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym cmv igg assay package insert (34-6497/r12) contains information to address the customer's current issue. Based on the results of the current evaluation, the axsym cmv igg reagent is performing as intended. A product malfunction was not identified. No additional issues were noted and no further investigation is necessary.

Manufacturer narrative:
This report is being filed on an international product, list number 04b47-20 that has a similar product distributed in the us, list number 04b47-22. An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no known impact or consequence to patient (B)(6). (B)(6).